Event description:
Customer reported the system would not fluoro after booting up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened screws on the power supply filter terminals. System operates as intended. This MDR is related to ge healthcare complaint number.